Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had no radiofrequency (rf) telemetry. Therefore, the device was reset and the rf telemetry issue was resolved. The patient condition was stable.